Event description:
The customer stated that her blood sugar readings have been higher than usual. Normal control test results were 30, lo, 67, and 46 mg/dl. The range is 90-122mg/dl. The customer did not allege any adverse events. The customer was out of test strips, so no product will be evaluated.